Manufacturer narrative:
A vyaire field service representative(fsr) evaluated the device onsite and replaced the exhalation valve. Peep (positive end-expiratory pressure) was tested and running characterize exv and there is no change in values. Inspiratory and expiratory transducers were calibrated and re characterization of the exhalation valve was performed. Ovp was completed and the system was checked out. Covers were installed and est (extended systems test) was done. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported no tidal volume being delivered during use on a patient on the avea ii ventilator. The customer confirmed there was no patient harm associated with the reported event.